Manufacturer narrative:
Pump not received stuck in manufacturing mode . Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, fading serial number label, missing end cap address label and severely scratched lcd window. Unit received without the original battery. A test battery was installed and removed in the battery tube with no anomalies noted. Unit communicated properly with test blood glucose meter. The blood glucose value on the meter was display on pump screen. Unit passed self test.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that bottom and back of insulin pump was damaged. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.